Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer states the quick release of the infusion set is not working correctly. Troubleshooting was not performed. The issue was resolved with new infusion set. The infusion set will be returned for analysis.